Manufacturer narrative:
Based on the claim against the product by the customer noting the plastic part at the instrument tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an ear of the distal clevis broken. Failure analysis investigations replicated and confirmed the customer reported complaint and found the primary failure of broken distal clevis to related to the customer reported complaint. The broken piece was not returned, measuring roughly 0.164¿ x 0.128¿ in size. Common causes of the failure mode broken instrument distal clevis are typically attributed to mishandling/misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Additional observation not reported by site was that the heat shrink was torn at the distal clevis. There is no material missing. Common causes of the failure mode tears/torn instrument heat shrink are typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during use or reprocessing. The complaint regarding broken front tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the plastic part around the fenestrated bipolar forceps instrument tip was broken. A backup instrument of the same kind was used to continue the procedure. There was no report of a fragment falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that no fragment fell inside of the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.